Manufacturer narrative:
Device evaluation product was returned. Inspection revealed that the plates are scratched and the wings have fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. Reference report 3004788213-2021-00168. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a cage broke intra-operatively while the mating plate was being removed because the plate would not seat into the cage. The cage and plate were removed and replaced with a competitive construct to complete the procedure without patient impacts. Device evaluation by the manufacturer found the plate had also fractured. This is report two of two for this event.